Manufacturer narrative:
Allergic reactions are not described irrevocable in conjunction with titanium implants since the oxide layer around the particles is limiting its allergic potential. There is the need of a clear distinction between the term "allergic reaction" and "intolerance" to this specific material. Thus the epicutan testing might not be sufficient in identifying the root cause, false positive results are very likely. However, allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Eval of the implant's surface properties did not show any deviations.

Event description:
In this event it was reported that an osseospeed tx dental implant was removed three weeks after insertion due to an allergic reaction. After insertion of the implant, the pt had experienced swelling and a facial skin rash. The pt's symptoms abated approx one month after the implant was removed.